Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the port was leaking gas when the 5mm device was removed. They had to use higher volume of gas to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.